Event description:
Patient reported the pump didn't deliver the bolus on (B)(6) 2014 at 12 pm and 4 pm. Patient stated his blood glucose level went up to 500 mg/dl. Patient was able to get his blood glucose level under control by himself. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.